Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse replaced the following parts to resolve the customer's issue: three aspirate probes. The incubator belt. Vacuum pump. Precision pump. The fse replaced multiple parts on the instrument. Because of this the exact failure mode of this event could not be identified as it is unknown specifically which part malfunctioned. The fse's actions resolved the customer's issue. The bec identifier for this event is (B)(4), MDR 2122870-2016-00072. Related to this event is cf is (B)(4), the MDR is 2122870-2016-00071.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for two (2) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Initial results on this instrument were outside of the normal reference range of the assay. Multiple repeat results on this instrument were inside the normal reference range of the assay. Patient sample 1 is related to MDR 2122870-2016-00071. Patient sample 2 is related to MDR 2122870-2016-00072. The initial elevated access accutni+3 result was reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including access accutni+3 quality control and system check were within assay and instrument specifications on the day the erroneous results were generated. The samples were collected in lithium heparin plasma tubes and centrifuged at 3,500 rpm (revolutions per minute) for five (5) minutes. Customer reported no visible issues with the integrity of the sample.